Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an altitude alarm occurred while the customer was not outside of the labeled operating altitude range. The customer reloaded the cartridge to resolve the issue. Additionally, it was reported that an occlusion alarm occurred. Customer changed cartridge and resumed insulin delivery. Customer¿s blood glucose level was 311 mg/dl.